Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter: faulty product - needles connector (nc) did not allow free flow of saline when connected to IV line. Upon further investigation after removing nc from line, nc required forceful flush in order to achieve patency. On average one instance per week for the last two months = 8 instances.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: one mz1000 sample was received in opened packaging from lot 25025415 for investigation. No residual fluid was present in the connector and no connecting product was available to aid the investigation. The customer reported "faulty product - needles connector (nc) did not allow free flow of saline when connected to IV line. Upon further investigation after removing nc from line, nc required forceful flush in order to achieve patency. On average one instance per week for the last two months = 8 instances." A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The sample was then subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; no occlusion was identified throughout testing. The maxzero was then connected to a gravity infusion set from bd stock and subjected to a gravity infusion; again, no restriction or occlusion of flow was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25025415 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.